Event description:
Allegedly per journal article by brandt, et al., proc inst mech eng h, 2013.227(8): p. 833-46, "clinical failure analysis of contemporary ceramic-on-ceramic total hip replacements.": one patient with a transcend(r) ceramic-on-ceramic bearing was revised for aseptic loosening (assuming cup loosening) at 6.06 years follow up. No further details of this patient or revision were reported.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01700, 01701.